Event description:
On (B)(4) 2011, abbott point of care was contacted by a distributor repair center who reported that, on (B)(6) 2011, an I-stat 1 analyzer generated quality check code 66. On (B)(6) 2011, abbott point of care was again contacted by the distributor repair center who reported that this same analyzer had been uncased and internal burn marks were discovered during the repair process. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).